Event description:
It was reported that high impedance was observed. Noise was seen upon pocket provocation. During revision, insulation damage was found. Lead was replaced.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes analysis of the ICD revealed a broken ground case wire on the device as the cause of the impedance issue on the lead.